Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the cgm (continuous glucose monitor) reading was 40 mg/dl and later the cgm reading showed 400 mg/dl; the patient did not receive any no audio alert nor vibration although the values crossed the thresholds. The patient took a blood glucose reading which confirmed the cgm readings. The patient experienced symptoms of hypoglycemia and was unsure on his feet as he was experiencing no strength in his legs (muscle weakness). The patient was unable to stand up but was awake and alert all the time. He did not fall or faint. The patient was unable to administer the treatment himself due to the muscle weakness, therefore the patient´s spouse treated the patient with dextrose. There was no medical intervention documented. At the time of the report the patient was feeling well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.